Event description:
The customer reported there was a delay in treatment decision due to questionable low lambda light chain (lam) and kappa light chain (kap) patient results involving the dxc 700 au ise clinical chemistry analyzer when compared to another laboratory. The customer did not provide the patient¿s diagnosis and did not provide any additional information regarding the patient¿s clinical file. The customer sent out the patient sample to another laboratory and obtained results that were considered correct by the customer. The customer is not aware of any impact to the patients due to the delay. No harm was reported. No further details were provided. There was no report of death associated with this event. No additional information was provided.

Manufacturer narrative:
A beckman coulter customer technical support specialist assisted the customer troubleshoot over the phone. The customer did not provide the patient¿s diagnosis and did not provide any additional information regarding the patient¿s clinical file. The customer did not provide any patient data for review. The customer stopped using the diazyme human lambda free light chain assay and diazyme human kappa free light chain assay for diagnosis since (B)(6) 2025 on this dxc 700 au chemistry analyzer system. The cause of the failure cannot be determined with the information available. No hardware parts were replaced. The customer resolved the issue by sending out the patient sample for confirmatory testing. The results obtained were considered correct by the customer. The cause of event cannot be determined, the information provided is insufficient to determine the primary cause of event. Additional information for the investigation is unavailable. The cause of event is unknown. No hardware parts were replaced. There is insufficient evidence of a system or reagent malfunction. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).